Event description:
Healthcare professional reported right side capsular contracture grade IV. Pathology reported 'fibrosis in relation to a periprosthetic capsule' and 'presence of a cd 30 negative lymphoid component.' Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h6. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture grade IV. Pathology reported 'fibrosis in relation to a periprosthetic capsule' and 'presence of a cd 30 negative lymphoid component.' Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture grade IV. The excised capsule was sent for anatopathological study which found fibrosis in relation to a periprosthetic capsule and the presence of a cd30 negative lymphhoid component. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.